Manufacturer narrative:
Manufacturer investigation conclusion. The reported event of no external power alarm events was confirmed with the submitted log file. It was noted the log file was retrieved from system controller (serial # (B)(6) ). The event log file captured no external power alarm events on june 26 at 6:21 pm. According to the voltage values, the black power cable was disconnected from the 14v batteries/clips and this resulted in a power cable disconnected alarm. The white power cable was disconnected from the mobile power unit and this resulted in the no external power alarm. The system controller reverted to the internal 11v backup battery for power. Shortly after, both power cables were connected to the mobile power unit and all alarms cleared. The sequences of events suggest a double disconnection during a power exchange. The system operated within the stored patient speed value (5,000 rpm) and low speed value (4,600 rpm) for all events. The periodic log file captured a no external power alarm event on june 22 at 5:29 pm. The system controller reverted to the internal 11v backup battery for power and the system continued to operate at the stored speed value (5,000 rpm) during the event. The no external power alarm event appear to be related to a loss of power from the mobile power unit. Additional information indicated a log file was submitted for review regarding reported no external power alarm events. The information indicated the mobile power unit is operational currently and unknown to be returned. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(6) ) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6) ) was shipped to the customer on 06may2019. It was noted the mobile power unit was shipped with the ac power cord with the v-lock feature. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself." Under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including no external power alarm. No external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that that the periodic log displayed one power cable disconnected/no external power alarm on (B)(6) 2021 while tethered to the mobile power unit (mpu). The event log displayed transient power cable disconnect/no external power alarms on (B)(6) 2021 while tethered to the mpu. This was caused by power the mpu being briefly interrupted. The mpu was operational at time of report and it was unknown if it would be returned. The mpu did not have a v-lock connector on the a/c power cord. The power cord did not come loose at the wall/outlet or the back of the unit. It was unknown if there were any environmental circumstances that would affect the power at the time of the event.